Event description:
It was reported that prior to use , the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit for the reported malfunction. Fse troubleshot unit and suspected the high pressure helium regulator and bushing. Replaced the high pressure helium regulator and bushing. Tested for helium leak, but found the unit to still be leaking helium rapidly. Fse continued to troubleshoot for leak. Disassembled the cart to test the helium line connections, but found no leak in the cart. Installed the pump in the cart and tested and found the leak to be coming from the check valve in the helium reservoir. Fse replaced the check valve but unit was still leaking from check valve. Tightened up but check valve broke. Returned and disassembled the unit and replaced the check valve, but unit was still leaking. Replaced the check valve three times, each time the unit was leaking and the valve would break upon tightening up. Fse returned with a helium reservoir assembly. Replaced the assembly and checked for helium leak, helium leak was no longer present. Fse performed a full pm check and calibrations, unit has passed all test and is now ready for clinical use.

Event description:
N/a.